Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. H6 investigation findings: c19 refers to the product history review. A review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the final report. Device investigation and image evaluation will be performed. The findings will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore about a patient who was undergoing a popliteal aneurysm procedure. Per the report, a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device) 9x15cm was used with an 8fr cordis introducer. Allegedly during the procedure which was being accessed via the ipsilateral access, the vsx delivery system shaft broke at the hub level, 15 cm from the tip, but a small piece remained in the patient's anterior tibial artery. This was reportedly unnoticed by the physicians. The physicians used another vsx-device proximally together with a gore® viabahn® vbx balloon expandable endoprostheses (vbx-device) 11x39cm due to the occurrence of a proximal leak. The reporter confirmed that there was no issue with the tortuosity of the anatomy, the device did not seem to be stuck, the sheath was withdrawn from the patient and there was no need for a greater than normal force when the sheath was removed. The leak was confirmed to have been treated in the initial procedure. It was further confirmed that all fragments have been removed from the patient. The patient's outcome was reported as a good outcome.

Manufacturer narrative:
B5: event summary updated. H2: device evaluated. H6: medical device problem codes, component code, investigation findings and investigation conclusions updated. The primary reported failure mode, related to distal shaft separation, was confirmed during engineering evaluation. While there is evidence that the transition and dual lumen went through the bonding process, the visible collar indicates that the bond was inadequate, and the device should have been rejected during final inspection. Therefore, the root cause of the primary reported failure mode is consistent with a manufacturing deficiency. It was also reported that there was a proximal leak post-deployment of the device; this was not able to be confirmed during imaging analysis of the provided clinical items or during engineering evaluation. The root cause of the alleged endoleak could not be established with the available information. The returned device also exhibited a catheter kink. The cause for this damage could not be determined, but it is consistent with damage resulting from the reported catheter separation that occurred during tracking, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.

Event description:
It was reported to gore about a patient who was undergoing a popliteal aneurysm procedure. Per the report, a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device) 9 x 15 cm was used with an 8fr cordis introducer. Allegedly during the procedure, which was being accessed via the ipsilateral access, the vsx delivery system shaft broke at the hub level, 15 cm from the tip, but a small piece remained in the patient's anterior tibial artery. This was reportedly unnoticed by the physicians. The physicians used another vsx-device proximally together with a gore® viabahn® vbx balloon expandable endoprostheses (vbx-device) 11x39cm due to the occurrence of a proximal leak. The reporter confirmed that there was no issue with the tortuosity of the anatomy, the device did not seem to be stuck, the sheath was withdrawn from the patient and there was no need for a greater than normal force when the sheath was removed. Additionally, the fsa confirmed that the separation had occurred during tracking of the device. The leak was confirmed to have been treated in the initial procedure. It was further confirmed that all fragments have been removed from the patient. The patient's outcome was reported as a good outcome.